Event description:
It was reported that inappropriate anti-tachycardia pacing (atp) was delivered by the device due to an incorrect interpretation of signal. Technical support was contacted and the device was reprogrammed and the patient's medication was adjusted to resolve the event. The patient was stable and will continue to be monitored.